Manufacturer narrative:
Investigation: donor records, serological results , culture reports,manufacturing records, and environmental monitoring were reviewed . No departures were noted . The graft met specification. Rti has distributed 253 allografts for donor (B)(6) with 11 specific to bioset allograft paste and has received 101 tissue utilization records of implantation with 2 specific to bioset allograft paste. There are no related complaints for the donor. The graft underwent validated sterilization method: cancelle® sp. Environmental monitoring results have been requested and are pending. Conclusion: given the facts that: donor medical/social and physical examination revealed no evidence of systemic infectious diseases or processes; patient gram stain and culture were negative for growth; the graft was processed via two validated sterilization methods:cancelle® sp ; and, there are no related complaints for donor (B)(6), it is more plausible the adverse event is associated with a source or event extrinsic to the allograft implant.

Event description:
Rti received a complaint on 03/07/2020, that indicated two patients were implanted with rti bioset allografts and developed discharge from the surgical wound. Gram stains and cultures obtained from both patients were negative for growth. The physician considered the complications to be graft rejection since there was no infection. Patient #1: (B)(6) year old male underwent implantation of a 10cc rti bioset allograft on (B)(6) 2019 for arthrodesis of thoracolumbar region, posterior approach surgery with open instrumentation. Post-operatively the patient presented with secretion from the surgical wound, and underwent a revision surgery on (B)(6) 2020. Patient #2: (B)(6) year old female underwent implantation of two 10 cc rti bioset allograft on (B)(6) 2020 for arthrodesis of thoracolumbar region, posterior approach surgery with a spinal fusion. Post-operatively the patient presented with secretion from the surgical wounds, and underwent a revision surgery on (B)(6) 2020. Three serial ID's were reportedly utilized however, the facility was unable to specify which serials were implanted into what patient. Based on patient records received the female received two 10cc allografts and one of those serial ID(s) was identified as (B)(4) associated with donor (B)(6) (discussed in this report). (See report #s 3002719998-2020-004 for serial ID (B)(4) and report 3002719998-2020-005 for serial ID (B)(4)).

Manufacturer narrative:
Environmental data generated during and around the time of processing of bioset grafts manufactured from the donors was acceptable. To date, rti's investigation is without indication that the grafts contributed to communicable disease transmission.